Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes . Section d-9: device date returned to manufacturer: 23-oct-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the complaint lens was received cut but not into separate pieces. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issues could not be confirmed. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after the dxr00v model intraocular lens (iol) was fully inserted into the patient¿s ocular dexter (right eye), the surgeon decided to use a 3-piece lens. There was no product quality issue however, the patient's anterior chamber was so small that the one-piece lens kept moving forward; a three-piece lens was needed in the sulcus. The dxr00v iol was removed and replaced with a non-johnson & johnson surgical vision lens, 25.5 diopter iol. The incision was enlarged and sutures were required. Patient outcome post-procedure was reported as good. No further information is available.

Manufacturer narrative:
Additional information: section d-6a date implanted: not applicable as the iol was removed and replaced during the same procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the same procedure, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-6 health effect - clinical code: 4581 eye anatomy issue and incision enlargement. Section h-6 health effect - impact code: 4625 incision enlargement and sutures. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.